Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right axillary for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that after inserting of impella, numbness and cold sensation occurred on the peripheral side. When the device was removed, the numbness continued. The patient was diagnosed with vascular injury. As a result, the impella insertion site underwent dissection. A percutaneous transluminal angioplasty was used to suture the blood vessel. No further information was provided.